Manufacturer narrative:
Device was returned: visual inspection was conducted and the blade tip was noted to be broken. Functional testing was conducted and the device was reciprocating as intended. A dissection test was performed, and the inner cannula was observed damaged at the tip and some calcified tissue was observed inside the inner cannula. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported during a myosure procedure on (B)(6) 2025, that the cutting window snapped and was stuck back in the device. There was no patient harm reported. Hologic at the time requested additional information from the customer which replied that no pieces had been detached at the time, and that the blade was stuck in the open position and no medical intervention was needed. The device was returned and upon investigation on april 1, 2026, visual inspection was conducted and the blade tip was noted to be broken. Functional testing was conducted and the device was reciprocating as intended. A dissection test was performed, and the inner cannula was observed damaged at the tip, and some calcified tissue was observed inside the inner cannula.